Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to provide energy when shock was requested. This issue is patient related; however there was no adverse event reported. It was reported a backup device was used and the patient survived the event.

Event description:
The customer contacted physio-control to report that their device failed to provide energy when shock was requested. This issue is patient related; however there was no adverse event reported. It was reported a backup device was used and the patient survived the event.

Manufacturer narrative:
Physio-control further reviewed the device data and determined the user only pressed the shock button three times on the reported event date, and each time a shock was delivered. Therefore there was no evidence to suggest that a device malfunction occurred and the root cause of the reported issue could not be determined.